Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. ¿ deformation: observed. As per the investigation procedure, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported ¿rupture", "nodular formations" and "patient was admitted with complaints of symmetry and deformation". This record is for the left side. Device was explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deformation and material rupture.

Event description:
Healthcare professional reported ¿rupture", "nodular formations" and "patient was admitted with complaints of symmetry and deformation". This record is for the left side. Device was explanted and replaced with another manufacturer¿s device.